Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer stated that there were only three readings in memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. In-house testing was performed using the returned meter with in-house contour test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.